Manufacturer narrative:
Based on the current provided information from the maude report #14885395, the cause of the alleged intra-operative complication cannot be determined or is unknown due to insufficient information provided from the user facility report. Although, the available information alleged that the system error was related to the erbe generator, it is unknown to intuitive surgical, inc. (Isi) whether the alleged error could have caused or contributed to the system unavailable that prompted the user to move the patient to another operating room to continue with the robotics surgery and complete the procedure. Furthermore, system and/or procedure log reviews could not be performed due to the lack of system serial #, hospital name and account #, along with surgeon¿s name, type of procedure, etc. This complaint is considered a reportable event due to the following conclusion: it was alleged that the system displayed the error and the erbe generator was in an unacceptable state after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
On (B)(6) 2022, intuitive surgical, inc. (Isi) became aware of an intra-operative complication, which was obtained via maude report #14885395. Within the maude report the following information was obtained: it was reported that during an unspecified da vinci-assisted surgical procedure dated (B)(6) 2022, the da vinci system displayed error prior to start of the case. Reportedly, troubleshooting was conducted; however, the error issue persisted. Following the unsuccessfully troubleshooting, the patient was moved to an available operating room safely by the anesthesia personnel and nurses. As reported, other than the patient had to be moved to another or to continue the case, there was no other impact to the patient or the surgical procedure. There was no harm and/or detectable harm to the patient due to the reported issue. The maude report further indicated that the generator was the cause of the reported error issue and that the generator was replaced. At this time, intuitive surgical, inc. (Isi) is unable to gather additional information regarding this incident and/or conduct the investigation. Furthermore, isi is unable to conduct the system or instrument log review due to lack of system/instrument detail (I. E. System serial #, hospital name and account # along with surgeon¿s name, type of procedure, etc.).